Manufacturer narrative:
The probable cause for the elevated troponin I results was contamination. A siemens healthcare diagnostics representative instructed the customer to decontaminate the system and to do maintenance. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on a patient sample. A redraw resulted in additional falsely elevated results. Qc was run and was out. No results were reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.